Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery. The blood glucose value was 129 mg/dl. During troubleshooting, the customer disconnected at the quick release and insulin did exit the tubing. The customer did not want to remove the site to inspect the cannula. . It was advised to change the entire set. The customer called back the next day to report he was still receiving no delivery alarms. During the call, it was found that the customer was using reservoirs that expired on 10/2012. It was advised to discard expired products and change the complete set. Most recent blood glucose value was 195 mg/dl. The reservoirs will not be returned for analysis.